Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope experienced a retention of pipe cleaner fragment in the biopsy canal issue during a setup procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; h2; h3; h4 and h11 corrected fields: d9 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects come out of distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: clogging of the channel mount unit. The most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.